Event description:
Info received indicates the head section will not rise.

Manufacturer narrative:
The technician found the bushings on the head section arm were broken. The technician replaced the bushings and washers to repair the bed.